Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the tip of the blade. A piece approximately 0.595" x 0.084" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade did not show damage.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy with bilateral salpingo-oophorectomy and omentectomy procedure, the tip of the harmonic ace instrument broke during use. During the task of dissection, the tip of the harmonic ace broke. A fragment fell inside the patient and was retrieved with another laparoscopic instrument. The fragment was confirmed to be retrieved with visual confirmation. A back up harmonic ace was used to complete the procedure robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. No additional procedures were performed due to this event nor were any postoperative tests performed.